Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a lead revision on the right ventricular lead, a loss of sensing was noted on the atrial lead. The atrial lead was explanted and replaced. The patient was stable with no consequences. Related manufacturer report number: 2938836-2019-04428.